Event description:
A report was received that the patient is suspected to have an infection in his back. The patient's symptoms were redness at the midline incision. The physician evaluated the patient and reported that there was no signs of infection. The patient was prescribed oral antibiotics as a precaution. The follow day an infectious disease physician diagnosed the patient with (B)(4) infection at the midline incision. The patient was prescribed more antibiotics and is doing well. A follow up visit with the patient both the implanting physician and the infectious disease physician agreed that there was no trace of infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#:(B)(4) description: enh st ld kit, 50cm.

Manufacturer narrative:
A review of the manufacturing documentation of the implanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient is suspected to have an infection in his back. The patient's symptoms were redness at the midline incision. The physician evaluated the patient and reported that there was no signs of infection. The patient was prescribed oral antibiotics as a precaution. The follow day an infectious disease physician diagnosed the patient with (B)(6) infection at the midline incision. The patient was prescribed more antibiotics and is doing well. A follow up visit with the patient both the implanting physician and the infectious disease physician agreed that there was no trace of infection.